Event description:
During the index procedure, the patient had a 3.0 x 12 mm resolute integrity rapid exchange (rx) drug-eluting stent implanted in the proximal lcx. A dissection is reported to have occurred during the procedure. A 2.75 x 12 mm resolute integrity stent was subsequently implanted in the distal lcx to treat the dissection. No other clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (dissection). (B)(4).